Manufacturer narrative:
(B)(4).

Event description:
Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. It was indicated that the receiver was exposed to moisture, which is misuse of the device. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A fit on sensor pod test was performed and passed. The receiver log was downloaded for review, however data is not applicable to the alleged issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. It was indicated that the receiver was exposed to moisture, which is misuse of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.